Event description:
It was reported that the superion indirect decompression system implant patient underwent a revision procedure where the implant at vertebral level l4-5 was explanted due to a loss of pain relief. The patient was doing well post-operatively. The explanted device was retained by the medical facility and was not returned to bsc.